Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell, deformation and underweight. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken, missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.